Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test. Customer's blood glucose was unknown. After troubleshooting for failed battery test customer was advised to change battery and monitor pump. Battery cap would be replaced.